Event description:
The mitek product director for helix is reporting that during an arthroscopic shoulder repair to a "tennis player" with good bone quality, a portion of the distal tip of a helix inserter broke off into the anchor and remains therein captured in the bone, the fragment was not retrieved from the body. The procedure was a pasta lesion. The surgeon reports he placed the anchor at the junction of the supraspinatus so that he did not have to go through the cuff fibers; his angle of insertion was more oblique. The surgeon followed proper protocol in preparing the bone hole for anchor insertion, he awled the bone approximately, was advised to awl slightly deeper, which he did. He inserted the anchor all the way down and the inserter spun, which indicated that the inserter had broken. The procedure was completed successfully without further incident or harm to the patient. Surgeon states, in a general conversation, that this same type event happened one other time in the recent past, with the exception that the fragment was removed...this is all of the information supplied.

Manufacturer narrative:
Mitek is at this point in time in the investigation mode. When the results of the evaluation are concluded, they will be the subject matter of the follow-up report.